Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Attempts to obtain additional information have been unsuccessful, however, the initial report indicated that patient prosthesis mismatch was a factor in the high gradient measurements. (B)(4).

Event description:
Medtronic received information that 13 months post implant of this aortic bioprosthetic valve, the valve was replaced with a non-medtronic valve due to high gradients (mean gradient and measurement method unknown). The healthcare professional reported patient prosthesis mismatch attributed to the high gradients. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve received appeared slightly distorted with two stent posts deflected. All leaflets were slightly stiff but flexible. A large tear and abrasion through the free margin and lunula of the non-coronary cusp appeared to be due to contact with a long suture tail along the sewing ring. Tears and abrasions through the free margin and lunula of the left and right cusps appeared to be due to contact with the bias cloth along the outflow rail adjacent to both cusps. Small tears on the tunica of the left cusp along the inflow margin of attachment appeared to be associated with the removal of host tissue during explant. All commissures appeared intact. Traces of pannus were observed in the right inferior coaptive area and inflow margin of attachment of the left cusp. Pannus remained attached to the sewing ring on the outflow adjacent to all cusps extending to the back the of the right non-coronary stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: a review of the device history record (DHR) was also performed for this valve. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the slight valve distortion could be a contributing factor of the reported high gradient. The reported patient prosthesis mismatch would be another contributing factor of the high gradients. Our analysis shows that the cuspal tears and abrasions appear to be the result of contact with long suture tails and contact with the bias cloth. Long suture tails can be a result of implant technique. Reduced performance of the valve may also be attributed to host tissue overgrowth. This finding is generally considered a patient-related condition.